Manufacturer narrative:
A response from the manufacturer is pending. Device remains implanted.

Event description:
Patient had a syncopal episode in the waiting room at the physician's office. The patient was not responsive and required emergency care. Upon interrogation, the 24 hour heart rate curve showed a ventricular rate of less than 20 bpm at the time the patient was unresponsive. The patient was sent home a few days later and the device remains implanted.

Manufacturer narrative:
A response from the manufacturer is pending. Since the device remains implanted, the files from the programmer were reviewed. The files showed that contrary to the displayed curve, the heart rate did not fall under the basic rate. The curve was due to incorrect data refreshment during the interrogation leading to display an inconsistent value. The syncope, may have resulted from ventricular pauses inherent in aaisafer algorithm. The device remains implanted. (B) (4)

Event description:
Patient had a syncopal episode in the waiting room at the physician's office. The patient was not responsive and required emergency care. Upon interrogation, the 24 hour heart rate curve showed a ventricular rate of less than 20 bpm at the time the patient was unresponsive. The patient was sent home a few days later, and the device remains implanted.